Event description:
It was reported that the patient underwent a hip replacement surgery on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2008 due to aseptic loosening. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown; device manufacture date - unknown.

Manufacturer narrative:
Third party analysis was conducted and found the cup inclination angle was 37 degrees with an anteversion angle of 21 degrees. On radiographs dated (B)(6) 2008 the cup inclination angle was measured at 38 degrees and 39 degrees respectively. It was not possible to measure the anteversion angle on the provided radiographs. Biomet's applicable surgical technique recommends a cup inclination angle of 45 degrees with an anteversion angle of 20 degrees. It was noted that hip stem was centrally placed on radiograph 1, but had migrated into varus on radiograph 2. A malpositoned migrating hip stem will not affect cup position, but it will affect the biomechanics of the joint. The main effects are reduced offset and shortening. These conditions make it likely that there will be impingement, micro separation and subluxation of the bearing under normal loading conditions. All of these will cause abnormal loading and risk of excessive wear. With respect to subluxation, reference is also made to the IFU (IFU: (B)(4) (biomet recap total hip resurfacing system) which states in the possible adverse effects section: ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ lucent areas in zones 1 and 6 of the femur and in zone 1 of the acetabular. Migration and lucent areas confirm the reported loosening, but its cause cannot be determined due to insufficient data. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided.

Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent right resurfacing hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2008 due to aseptic loosening.